Manufacturer narrative:
All batches are released according to the required specifications and all testing results were within specification for this batch. A small amount of silicone was found in the initial samples. Seventeen unopened samples were received by manufacturing. Our lab retested a reference sample of this batch as well as the returned samples and all results conformed to the specifications for the tested parameters: clear and colorless with a small amount of silicone present. We can inform you that a 100% visual inspection process of all filled syringes is performed to remove syringes with large silicone droplets. The silicone oil used is manufactured and tested in compliance with good manufacturing practices at an iso certified facility. Medical grade silicone is used to coat all types of stoppers and syringe barrels to permit proper function of the syringe. The low levels of silicone oil do not elicit local ocular or systemic toxicity. Based on the complaint information and the investigation results, we can conclude that the dispositioned product met specifications and remains unchanged, no problem was found. Further trending is performed. (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. This is the first of two reports from this facility. (B)(4).

Event description:
A health professional reported that round silicone particles were noted inside of viscoelastic product during surgery. There was no impact to the patient. Additional information has been requested.